Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation; the jaws and trigger of the device were returned in the latched position. There was blood and eschar on the jaws and in the blade channel. Engineering pulled the device activation logs from a microchip in the device key, the part of the device that connects to the generator, and were able to confirm that the complainant experienced twelve (12) "reactivate switch released" alarms. These alarms occur when the fuse activation button is released by the user before the seal cycle is complete. During functional testing, engineering activated the device on porcine tissue and concluded that the device performed to specifications after the vessels were sealed to within an acceptable burst pressure range. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of the "reactivate switch released" alarms is due to the user intentionally releasing the fuse activation button before the completion of the sealing cycle. The voyant instructions for use (IFU) states "release the fuse button when the seal cycle is complete." Releasing the fuse button before the seal cycle is complete can lead to an incomplete seal. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing appropriate corrective actions to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received from applied medical team member 20july2016: bleeding was from the colpotomy. When I mentioned a uterine artery bleed surgeon said that was not the issue. Surgeon did mention collateral bleeding. Asked surgeon what she was referring to and she said it seemed like voyant didn't completely seal because there was bleeding from many seals. I asked if it was oozing or seal failure and described the difference to her and she said it was more oozing around the seal than bleeding.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lavh- "during the procedure, there were two surgeons that used the device: dr. (B)(6) and dr. (B)(6), assist. Dr. (B)(6) first expressed notice of the issue in the beginning of the procedure. I observed dr. (B)(6) puncture the uterus with the jaws of the eb010. I observed dr. (B)(6) then use the eb010 to seal the vessels that were bleeding from the puncture; eventually sealing without any mention of any issue. Dr. (B)(6) only expressed this as being an issue at the end of the procedure. Throughout the rest of the procedure, I observed a total of 99 activations of the eb010. During that time the device was cleaned a total of 11 times (on activations 31, 35, 40, 47, 57, 63, 72, 81, 90, 95, and 97). There were alarms on 9 of the activations, all stating to "reactivate" the device (on activations 10, 26, 27, 38, 39, 42, 44, 53, and 68). During 5 of these alarms, I observed dr. (B)(6) releasing her finger from the fuse activation button prior to the cycle being completed. I addresses this issue during the case, and both surgeons acknowledged the solution to the alarm. I observed dr. (B)(6) skeletonize the uterine artery, following which, she sealed the uterine artery 3 times with complete seals. Once both uterine arteries were sealed 3 times, dr. (B)(6) used a monopolar device to create the colpotomy. There was no bleeding at this time. Dr. (B)(6) and dr. (B)(6) desufflated the abdomen and removed the specimen vaginally. Then, dr. (B)(6) sutured vaginally. After they were done suturing, they reinsufflated the abdomen to irrigate. This is when the anesthesiologist recommended that the patient be flattened out and that the abdomen be desufflated due to low oxygen. The surgeons decided to open for patient safety. At this time, I excused myself from the room to allow the staff more room. After the case, I spoke with dr. (B)(6) and dr. (B)(6) separately. Dr. (B)(6) said that the product worked great. I then spoke with dr. (B)(6) who told me that there was prolonged bleeding due to the eb010 not properly sealing the uterine artery. " patient status - "prolonged bleeding. Converted to open procedure to stop bleeding"